Event description:
The type of reportable event was changed from death to serious injury as per medical safety officer review, heparin-induced thrombocytopenia is a serious injury type of reportable event. The demise outcome is associated to the impella rp flex device captured under manufacturer device report 1220648-2025-30933.

Manufacturer narrative:
The investigation of thrombocytopenia and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The type of reportable event was changed from death to serious injury as per medical safety officer (mso) review, heparin-induced thrombocytopenia is a serious injury type of reportable event. The demise outcome is associated to the impella rp flex device captured under manufacturer device report 1220648-2025-30933. The following fields were updated based on the mso review of manufacturer device report. B2. Death and date of death was erroneously entered. H1. Type of reportable event was erroneously selected. H6. Health effect - impact code 1802 was erroneously entered.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)."

Event description:
The user facility reported that the patient had a history of chronic kidney disease, diabetes, and severe multi-vessel coronary artery disease. The patient was brought to the hospital and continued to decline. A decision was made for bipella placement. While the impella cp was being inserted, the patient went bradycardic and lost blood pressure (bp). Code was called and cardiopulmonary resuscitation was started. The impella cp was quickly advanced. The wire was removed and the pump was started. Shortly thereafter, the team was able to get a return of spontaneous circulation. In the intensive care unit, the patient was heparin-induced thrombocytopenia positive. The patient was switched to bivalirudin. Ultimately, the family decided to withdraw care and the patient expired.